Manufacturer narrative:
Investigation: bd was able to verify there was silicone visible on the returned sample. It should be noted that this silicone does not cause harm to the wearer and is used to aid in the slippage of the catheter during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project, CAPA#450094, has been initiated to investigate the issue. DHR was reviewed. This lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿, there were no evidenced records that could lead to the claimed defect.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter. The following information was provided by the initial reporter: fm on the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter. The following information was provided by the initial reporter: fm on the catheter.